Event description:
It was reported that at a clinic follow up, diagnostics were unable to be performed and error code 254 was seen with a current not delivered message. It was also noted that the patient was unable to feel magnet stimulation. Ap chest x-rays were taken and received for review as well as internal generator data. The patient was seen at a later date and successive magnet swipes were attempted for both 30 seconds and 60 seconds as well as a generator reset. After the reset, error code 254 disappeared but low impedance was then seen. Successive magnet swipes were tried again with no resolution. The patient was ultimately scheduled for a replacement surgery. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Chest x-rays were reviewed. Generator placement was observed to be not according to labeling, with the generator sitting around rib 6. It is unknown whether the device was placed at this location or has migrated. Based on the images provided, the feedthrough wires were intact, and the lead pin is fully inserted as a small portion of the end of the pin can be seen past the second connector block, there is no extra pin seen before the first connector block, and the notches in the pin can be seen between the two connector blocks. The entire portion of the lead was visualized, and a strain relief bend is present and placed per labeling. Only one tie-down was visible and was placed laterally to the anchor tether. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. There is a sharp angle located at location c of the lead body, around rib 2, where the lead appears to be in a knot. Based on the x-rays received, the cause of the reed switch malfunction could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.